Event description:
Country of complaint: (B)(6). Needle thread connection broke. Thread too tight/rigid, difficulty to suture. Thread knots up when taken out from the blister.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 10 unopened pouches. There are no previous complaints of this code/batch. There are no units in OEM stock. Rotation test was performed on samples received, and it was noticed that some threads break easily next to needle. The detachment of the needle may be caused by excessive thermal treatment in the manufacturing process. For this reason we consider this customer complaint as justified. Flexibility test has been performed and the values obtained fulfill OEM requirements. The customer complaint is not justified regarding this defect. Regarding the defect of thread knots up when taken out, pull out of suture in the closed sample received is correct. Suture has been pulled out without difficulty and does not tangle. This complaint is not justified. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: this complaint will be included in the analysis of trending for needle detachment caused by excessive thermal treatment, and corrective action will be open if applies.